Event description:
It was reported that the guidewire sheath presented a distal interruption, causing that the sheath to detach, exposing the underlying metal. No further information has been provided.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Update to block b5 (describe event or problem).

Event description:
It was reported that during the retrograde intrarenal surgery (rirs) procedure, the guidewire sheath presented a distal interruption, causing the sheath to detach, and exposing the underlying metal. The procedure was completed with another of the same device and no patient complications were reported.